Event description:
The caller reported via phone call that the insulin pump was alarming no delivery. The customer's blood glucose was unknown. The caller stated that the customer went through four to five different infusion sets due to the no delivery alarm. The customer's issue did not result in a serious injury or hospitalization. The customer disconnected the call before further information could be collected. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.